Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log and functional testing identified the battery low alarm. The cause was determined to be due to depleted main batteries. To address this issue, the main batteries were replaced. The device was restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a battery low alarm. It is unknown at what process step this occurred. There was no patient involvement. No additional information is available.